Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with major bleeding with complaints of feeling shortness of breath and lightheaded on (B)(6) 2017. The patient was found to have a hematocrit 23 % (hct). The patient¿s international normalized ratio (inr) on (B)(6) 2017 was 3.7 with coumadin dose 7 milligram (mg) a day. The patient was ordered to hold for a 1 day and resume coumadin at 6.5mg a day. The patient¿s inr was rechecked on (B)(6) 2017 and was 2.4. The patient was transfused with 2 units of packed red blood cells (prbcs) and the event reported have resolved on (B)(6) 2017. Type of treatment included changes to medication and blood transfusion no additional information provided.

Manufacturer narrative:
Section d4 and h4: correction. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the start date of the bleeding was on (B)(6) 2017 and resolved on (B)(6) 2017.

Manufacturer narrative:
Section b5 and b3: additional information. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.